Event description:
It was reported the patient's blood glucose level rose to 16.9 mmol/l (304.2 mg/dl) and ketones of 0.8 mmol/l while wearing the pod between 5 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. In addition, the patient experienced bruising at the infusion site. As treatment, bolus was administered and a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received deployed. No kinks or bends were observed on the exposed portion of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion or issues to deliver insulin. No blood was observed on the returned device. Inspection of the hard cannula found the needle tip rotated past the primary bend resulting in the needle tip to be misaligned. The misaligned needle tip is the confirmed cause for the reported bleeding and bruising at infusion site event.